Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, right ventricular (rv) lead threshold was constantly high even after trying in different locations and impedance was always high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.